Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: low draw, underfilled tubes observed. Many tubes with draw volume of 9-10 ml range, less than seen with other tubes from the same and also different lots. Some in the 7 ml range. Defect observed after weighing tubes after blood collection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 9/2/2021. H.6. Investigation: bd had received 20 samples of lot: 1054691 and another 20 samples lot: 0161331 were returned from the customer in support of this complaint. 40 returned samples ( lot 1054691; 0161331) were draw-tested with deionized water and the indicated failure mode of underfill was not observed as all samples met specifications.. Therefore, 20 retention samples from each lot from bd inventory were evaluated by draw water testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0161331, d.4. Medical device expiration date: 6/30/2022, h.4. Device manufacture date: 6/9/2020. D.4. Medical device lot #: 1054691, d.4. Medical device expiration date: 2/28/2023, h.4. Device manufacture date: 2/23/2021. H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each batch number were draw-tested with deionized water. From this testing it was determined that all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: low draw, underfilled tubes observed. Many tubes with draw volume of 9-10 ml range, less than seen with other tubes from the same and also different lots. Some in the 7 ml range. Defect observed after weighing tubes after blood collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0161331. Medical device expiration date: 2022-06-30. Device manufacture date: 2020-06-09. Medical device lot #: 1054691. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-02-23. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: low draw, underfilled tubes observed. Many tubes with draw volume of 9-10 ml range, less than seen with other tubes from the same and also different lots. Some in the 7 ml range. Defect observed after weighing tubes after blood collection.